Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, two drawers were not detected on bus. It was reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 1.1 and 1.2 were not detected on the bus. A field service engineer removed the back panel and reseated the row board connections on both 622 boards. Both drawers recovered successfully. Verified in the hardware test application that all cubies were functioning correctly. The system functioned as intended after the field service engineer repaired the device.